Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, there was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.